Event description:
Customer reported that pump battery was depleting too quickly, leading to a shutdown of the pump. This caused the customer¿s blood glucose level to exceed 500 mg/dl, displayed as ¿high,¿ though specific values were unknown. Customer managed the high blood glucose by delivering a correction bolus via the pump without requiring external assistance. Technical support provided education on the issue and instructed the customer to fully charge the battery, although the customer declined further follow-up to confirm resolution.